Event description:
The customer reported that the system displayed an "ma on in error" error message and then shut down without command. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable, generator interface board and backplane were replaced. The system was then found to be operating as intended.